Event description:
The contact received a low control test result of 16 mg/dl. The normal control range is 80-115 mg/dl. The contact did not allege the customer experienced any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.

Manufacturer narrative:
This complaint was not made a potential until more information could be obtained from the customer, so it will be submitted past the 30 day window.